Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported touch screen did not respond. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Event description:
The customer reported touch screen did not respond. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date received by manufacturer: 28sep2019. Date of report: 02oct2019. The service technician confirmed the reported issue was a parameter setting problem that the service technician resolved by assistance with manufacture remote support. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.